Event description:
An optometrist reported that a patient who had undergone bilteral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. The topical steroid drops were increased to eight times per day. The dlk resolved, and the drops were tapered and then discontinued. This report concerns the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).